Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) battery identified a high battery resistance related to a manufacturing anomaly. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no documentation of an allegation or a complaint and underwent routine analysis. Per the logs, the pump was infusing morphine (10.0 mg/ml at 0.062 mg/day). The indication for use was not noted. No patient symptoms were reported. There were no further complications reported at this time.